Manufacturer narrative:
(B)(4). At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the 1.6 x 356mm (.062in x 14in) hyperflex flexible guide wire, item 8572, lot 1006714 that occurred during an acl surgery on (B)(6) 2020 in (B)(6). The patient had an acl surgery on (B)(6) 2020 and no immediate issues were noted. That the guidewire tip had broken off was not discovered until the patient had gone home after the operation. The patient had to come in the next day for a new operation. The broken part (tip) to the guidewire was found in the knee and removed. It was thought that the guidewire tip broke off during use while the doctor was screwing the acl screw in but was not noticed. It is indicated that there was no impact or injury to the patient and the second procedure was successfully completed. Although it is mentioned the patient came in the next day for the second surgery, the exact date of the second surgery could not be confirmed. This report is being raised on the basis of patient injury as the broken tip was not removed from the patient until the second surgery.

Manufacturer narrative:
No evidence of the broken portion of the device being left in the patient was provided. The customer's reported complaint that the guidewire broke is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided for this specifc incident, therefore the claim can not be confirmed and root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of four complaints involving five units for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that the use of a washer/sanitizer or disinfection solution may affect the life expectancy of the device. It is recommended to inspect and test functionality of the devices before each use and to determine the end of the serviceable life. This issue will continue to be monitored through the complaint system to assure patient safety.